Manufacturer narrative:
(B)(4). D10 - associated medical devices: biomet bc r 1x40 us; item# 110035368; lot# y24bag1221. Biomet bc r 1x40 us; item# 110035368; lot# y24bag1221. Tibia cemented 5 degree stemmed right size f; item# 42532007502; lot# 64988468. Femur cemented cruciate retaining (cr) standard right size 10; item# 42502606802; lot# 65076431. Articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11; item# 42522100810; lot# 65067082. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient began to experience pain and instability. Approximately three years and 2 months post the initial implantation, the patient underwent a revision surgery due loosening of the femoral and tibial implants. All the components were revised without any reported complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed by a health care professional. Images were reviewed but not submitted to radiologist as they are post revision images and would not be applicable to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.